Event description:
Correction: the patient name and date of birth was provided.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The distribution center rga clerk stated that the dialyzer was returned without the proper decontamination, and therefore the product was discarded to prevent cross contamination. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred about an hour and 10 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed from the header cap seal of the dialyzer, though there was no defect or damage noted on the dialyzer. The machine, a fresenius 2008t machine, did not alarm as the leak was external. The patient¿s estimated blood loss (ebl) was approximately 10 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be returned, but no tracking information was available. The patient information was unavailable.